Manufacturer narrative:
Date of report : 03jul2019, date rec¿d by MFR : 01jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the power supply and main harness. The customer stated the unit has been retired from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit has no power. There was no patient involvement.